Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by customer.

Event description:
It was reported that patient underwent a right ankle fracture repair procedure on (B)(6) 2016. The patient had pain after surgery. On (B)(6) 2016, the surgeon performed a revision procedure. During the revision it was discovered that the tension mechanism on two of the tightrope construct became loose. Both tightrope constructs were removed. Another tightrope was used as well as an additional screw to complete the case and the repair.